Event description:
It was reported by the operating room nurse that during the last few months, the tightening screw of the targeting device of the t2 femur has been replaced several times, due to the fact that it did not get any grip on the cf part of the targeting device. The screw has been replaced at least three times, and every time in the beginning, there were no problems, but after a few cases the same problem occurred.

Manufacturer narrative:
Na